Manufacturer narrative:
Reporter claims allergic rxn. In user. Unable to duplicate this rxn, with device in laboratory testing.

Event description:
Took a sitzmarks capsule on friday (B)(6) 2011, had upset stomach, vomited once, and woke up on saturday (B)(6) 2011, broken out in a red itchy rash. Went to work at restaurant, and was sent home at 11:30. Went to a gathering of friends at a nearby lodge. Had worsening hives and itching, took 25mg benadryl, and later another 25mg. Sunday broken out worse, and almost passed out. Friends took her to ER. Was admitted, treated with IV solumedrol 125mg and IV and po benadryl. Other meds were taken, but had been on all for a long time, except for allopurinol 300mg that had been restarted about 9 days before for elevated uric acid (9.2) and painful swollen 4th rt toe. No problem with allopurinol previous in (B)(6) 2010. Allergist, frank j. Block, m.d. (270.217.2311) consulted in her care; reported this event.